Event description:
Harmonic focus scalpel malfunctioned during surgery. Harmonic machine was activated but device was not coagulating tissue. Replaced harmonic focus scalpel. No harm to patient.device #1is this a laboratory device or laboratory test?no.